Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, initial interrogation gave a warning of high output in autocapture. Measured data was 2.76v, 15ua, <1 kohms with a magnet rate of 98.5 ppm. The device would not capture at 7.5v. The unipolar capture threshold was 3.0v, 0.4ms. The device was programmed to 6v, 0.4ms in unipolar with autocapture programmed off. Monitoring will continue.